Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient" and patient sustained unspecified injuries; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2009) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventrio on (B)(6) 2010 and allograft on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the ventrio. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient had sustained injuries on (B)(6) 2012. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with incisional hernia and thereby underwent open repair with the implant of ventrio mesh. Per op notes, "a ventrio patch was placed into the anterior abdominal wall using prolene sutures." (B)(6) 2012 - patient was diagnosed with recurrent incisional hernia thereby underwent repair with removal of mesh. Per op notes, "there are extensive adhesions between the mesh and bowel which were lysed. The old mesh extruded through the midline and folded upon itself. The mesh was completely removed. A synthetic mesh was placed."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient" and patient sustained unspecified injuries; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventrio on (B)(6) 2010 and allograft on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the ventrio. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient had sustained injuries on (B)(6) 2012. It is also alleged that the patient experienced emotional distress and the device was defective.